Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Upon review, the implantable cardiac monitor showed false pause episodes due to loss of contact. Patient was stable and will continue to be monitored.